Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 126 mg/dl. The customer stated their blood glucose was 38 mg/dl earlier in the morning. Customer declined to troubleshoot for their low blood glucose. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the alarm. No moisture damage or corrosion was noted to the electronic assembly. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.